Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material in the packaging was confirmed but the root cause could not be determined. One photograph of a kit tray was returned for evaluation. Inspection of the photograph found that a black speck of foreign material was sitting atop the kit tray next to the proximal piece of a two-piece connector. No features of the material could be discerned other than it was black and oval like in shape. The opened state of the kit made it difficult to assess when and where the foreign material was introduced into the kit. The reported event has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
It was reported, there was a black plastic object inside the catheter packaging. The customer was afraid that there was a problem and reopened a new set for use.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.